Event description:
Alleged deflation.

Manufacturer narrative:
Deflation was reported as the reason for explantation. Device could not be evaluated due to device discarded by surgeon.

Event description:
Deflation resulting in explantation.